Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet. The customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level (bg) was 126 (mg/dl) at the time of the initial report. The customer followed up and reported that the pump was not charging despite the attempt of multiple wall adapters. The customer¿s bg was 107(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.